Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the gantry door was not operational. The cause was the docking was not working and the rotor offset was off. The representative repaired the system and replaced the gantry motion control. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure there were issues with the gantry door on the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Patient weight not available from the site.correction: a medtronic representative reported that the issue occurred in a spinal fusion. Associated patient demographics fields updated to proper value. There was a reported delay to the procedure of fifteen minutes due to this issue.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the motion controller passed all tests and is functioning normally.